Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the device was in safety core mode. The patient was pacing dependent, and experienced syncope and two falls in the past couple days. Boston scientific technical services (ts) recommended device replacement, and the device was later replaced. During device replacement, they saw noise with pacing inhibition and low out-of-range pace impedances of less than 200 ohms on the right ventricular (rv) lead. The physician elected to switch the rv and left ventricular (lv) leads in the new device header as a temporary fix until the noisy rv lead could be revised at a later date. The physician also noted the patient's subclavian vein was occluded. Ts discussed programming options regarding the rv and lv leads with the physician. No additional adverse patient effects were reported.

Event description:
It was reported that the device was in safety core mode. The patient was pacing dependent, and experienced syncope and two falls in the past couple days. Boston scientific technical services (ts) recommended device replacement, and the device was later replaced. During device replacement, they saw noise with pacing inhibition and low out-of-range pace impedances of less than 200 ohms on the right ventricular (rv) lead. The physician elected to switch the rv and left ventricular (lv) leads in the new device header as a temporary fix until the noisy rv lead could be revised at a later date. The physician also noted the patient's subclavian vein was occluded. Ts discussed programming options regarding the rv and lv leads with the physician. No additional adverse patient effects were reported.